Manufacturer narrative:
Initial.

Event description:
It was reported that during participation in an ilet experience study the patient experienced hypoglycemia and stated that their sugar dropped for an unclear reason, and they treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included medication intervention and were characterized as a serious injury or illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings due to insufficient information, and no device component could be implicated based on the available details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.